Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash. It was reported there was gel leaking out off the back pads and causing an irritation. A nurse advised the irritation appears as a heat rash. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's nurse applied hydrocortisone cream to the area and the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash. It was reported there was gel leaking out off the back pads and causing an irritation. A nurse advised the irritation appears as a heat rash. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's nurse applied hydrocortisone cream to the area and the irritation improved.